Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 285 mg/dl, 357 mg/dl and 197 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced abdominal pain due to high blood glucose. The customer treated high blood glucose value with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because they had high blood sugars and not going down with insulin pump. The drive support cap appeared as normal. The device will be returned for analysis.